Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located at the moderately calcified right coronary artery. The 12mm x 3.00mm quantum apex balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 14 atmospheres on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a 3.0mm x 12mm non bsc balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).